Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) due to the device leaking and fluid loss. Atrophy is the suspected cause of the recurring incontinence. A patient outcome of fully recovered was reported.